Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer passed away in a nursing home on (B)(6) 2019. The customer was hospitalized on (B)(6) 2019. The customer's blood glucose at the time of admission to the hospital was 500 md/dl to 700 mg/dl and down to 19 mg/dl. The customer was unable to use the insulin pump since the hospitalization as they were mentally incapable of using the insulin pump. The insulin pump was not worn during the time of passing. The cause of death was reported as type 1 diabetes and dialysis. The customer was not using sensors. It was also reported the customer was in a coma in 2008, prior to being on a medtronic insulin pump. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that customer was not wearing insulin pump at the time of event.